Event description:
It was reported that this pacemaker exhibited undersensing on the atrial channel. Additionally, the right atrial automatic threshold (raat) test was found to be in suspended mode. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.